Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6x18 palmaz blue on aviator balloon expandable stent was released and withdrawn. The stent was dislodged while in the patient's vessel. The balloon and catheter or removed easily from the patient. A single loop snare was used to snare the stent and drag it into the large 18 french sheath. A 6x18 palmaz blue was used to complete the procedure. The patients puncture opening was enlarged, otherwise, there was no other injury to the patient. There was no damage noted prior to inserting the device into the patient's vessel. The device was stored according to the instructions for use (IFU). There were no other anomalies noted prior to use. The stent delivery system (sds) was prepped per the IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the sds. An unknown 8f sheath was used when the device entered the patient. The inflation device was in the neutral position when the system was being advanced/ withdrawn. There was no resistance/ frictional inserting the device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the unknown guide catheter. The intended lesion was in the right vertebral artery which had stenosis. The lesion had an 80% stenosis. The lesion was noted to be calcified. The lesion had a 5.25mm diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The device was not being used to treat a chronic total occlusion. There is no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the 6x18 palmaz blue on aviator balloon expandable stent was released and withdrawn. The stent was dislodged while in the patient's vessel. The balloon and catheter were removed easily from the patient. A single loop snare was used to snare the stent and drag it into the large 18 french sheath. A 6x18 palmaz blue was used to complete the procedure. The patients puncture opening was enlarged, otherwise, there was no other injury to the patient. There was no damage noted prior to inserting the device into the patient's vessel. The device was stored according to the instructions for use (IFU). There were no other anomalies noted prior to use. The stent delivery system (sds) was prepped per the IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the sds. An unknown 8f sheath was used when the device entered the patient. The inflation device was in the neutral position when the system was being advanced/ withdrawn. There was no resistance/ frictional inserting the device through the rotating hemostatic valve or while inserting the balloon through the unknown guide catheter. The intended lesion was in the right vertebral artery which had stenosis. The lesion had an 80% stenosis. The lesion was noted to be calcified. The lesion had a 5.25mm diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The device was not being used to treat a chronic total occlusion. There is no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. Four fluoroscopic images were reviewed, it is apparent the stent was expanded and released; however, it is unknown if the stent was implanted properly at the lesion. A large bore sheath is noted in the images in order to remove the expanded stent. The device was then returned for analysis. A non-sterile ¿blue/aviator plus 6x18/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received deflated, and the stent was not returned for analysis. A flushing needle, the forming tube, and the introducer tube were included. The stent was not included in the plastic bag. No other outstanding details were observed. The balloon area and the stent were inspected using a vision system to get an amplified image. The stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The reported ¿stent dislodged¿ issue was confirmed upon receiving the device, as the stent was not returned with the device for analysis. Based on the provided images, the exact cause of the dislodgement cannot be determined. However, stent strut impressions on the balloon surface indicate a proper crimping process during manufacture. The cordis palmaz blue .014" peripheral stent system is intended for treating patients with stenotic lesions in the renal arteries, as specified in the instructions for use (IFU). Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this stent system have not been demonstrated for use in the vertebral artery. Therefore, performance was likely limited due to anatomical and procedural factors. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the product analysis does not suggest that the issue reported, and condition of the returned device could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Event description:
As reported, the 6x18 palmaz blue on aviator balloon expandable stent was released and withdrawn. The stent was dislodged while in the patient's vessel. The balloon and catheter or removed easily from the patient. A single loop snare was used to snare the stent and drag it into the large 18 french sheath. A 6x18 palmaz blue was used to complete the procedure. The patients puncture opening was enlarged, otherwise, there was no other injury to the patient. There was no damage noted prior to inserting the device into the patient's vessel. The device was stored according to the instructions for use (IFU). There were no other anomalies noted prior to use. The stent delivery system (sds) was prepped per the IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the sds. An unknown 8f sheath was used when the device entered the patient. The inflation device was in the neutral position when the system was being advanced/ withdrawn. There was no resistance/ frictional inserting the device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the unknown guide catheter. The intended lesion was in the right vertebral artery which had stenosis. The lesion had an 80% stenosis. The lesion was noted to be calcified. The lesion had a 5.25mm diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The device was not being used to treat a chronic total occlusion. There is no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Event description:
As reported, the 6x18 palmaz blue on aviator balloon expandable stent was released and withdrawn. The stent was dislodged while in the patient's vessel. The balloon and catheter or removed easily from the patient. A single loop snare was used to snare the stent and drag it into the large 18 french sheath. A 6x18 palmaz blue was used to complete the procedure. The patients puncture opening was enlarged, otherwise, there was no other injury to the patient. There was no damage noted prior to inserting the device into the patient's vessel. The device was stored according to the instructions for use (IFU). There were no other anomalies noted prior to use. The stent delivery system (sds) was prepped per the IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the sds. An unknown 8f sheath was used when the device entered the patient. The inflation device was in the neutral position when the system was being advanced/ withdrawn. There was no resistance/ frictional inserting the device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the unknown guide catheter. The intended lesion was in the right vertebral artery which had stenosis. The lesion had an 80% stenosis. The lesion was noted to be calcified. The lesion had a 5.25mm diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The device was not being used to treat a chronic total occlusion. There is no difficulty encountered while advancing/ tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.